Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problem or issues were identified during the device history record review. Three pictures were attached for evaluation and nineteen samples were received decontaminated. During functional testing, any attempt to reprocess the device for subsequent re-use may adversely affect the integrity of the device or lead to deterioration in performance. No functional testing was made because the spring of the nineteen were activated. Production personnel performs 100 percent visual inspection using a black light in order to verify that drop has been placed at each joint and the amount of adhesive is correct. According with procedure, personnel verify the alignment and position of the adhesive with the cannula and that the central portion of the adhesive does not show any damage. Production personnel takes a sample of four (4) at start up, the beginning of every job and at least every (3) hours according with the procedure and performs the following test: insert site into insertion pad, tamper band separation, tegaderm adhesion to flange, needle retraction, site transfer and tubing pull test to male buckle and luer. According with the procedure, quality takes a sample size that to be determined daily based on the expected output and dividing the sample size so that a proportional amount is inspected at a 1 hourly interval with an accept or reject 1 criteria; in order to verify the following: tubes are bonded to the luer and buckle, bonds shall form a dome on top of the union point of the connector and tubing and that skin adhesive is fully and evenly adherence onto flange of retractor and that skin adhesive does not lift from the flange. Quality audits the adhesion testing of the skin adhesive and the pull testing of tubing set, at start up and at least every (3) hours, in order to verify that sample has met within specification. After sample evaluation, the complaint was not confirmed. Root cause is unknown. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported adhesive would not stay on patient's skin while in use. No patient injury reported.